Manufacturer narrative:
The device is in process of being returned for evaluation. The investigation is ongoing. Once we have additional relevant information, it will be submitted in a supplemental report.

Event description:
Complainant alleges "the clamps are not holding vessels effectively and bleeding does not stop upon application, which is a matter of serious concern during surgeries."

Manufacturer narrative:
The devices were attempted to be returned, but they were lost during the return process. No pictures were provided. The complaint could not be confirmed, and root cause is undetermined. Initially when this was reported to us, it indicated that the device failed during use, making it reportable. We reviewed similar lots and devices in our inventory, and all tested in specification and showed no concerns. However, we have received additional information now, indicating that the devices were never actually used. When they stated "the clamps are not holding vessels effectively and bleeding does not stop upon application", we believed that the device was actually used in a procedure and had that outcome. However, when asked additional questions, they stated that the device was not used in a procedure, the "problem" was discovered during their testing. Therefore this complaint is not reportable. If any additional relevant information is identified, it will be submitted in a supplemental report.